Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mishandling. The top and bottom housings, main board, nvi, son alert, electrode connector, and battery harness were replaced as a result of the damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance and displayed a red x indicator and is beeping. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.